Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that one micro-insert from lot c06470 was inserted into the right tube. While attempting to place essure in left side, they had to try twice, the second from another kit (lot cs0049), the physician had created a false passage and procedure was converted to bilateral tubal ligation. Patient has bicornuate uterus. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: invalid lot #cs0049 and valid lot # c06470 (production date 19-dec-2013 and expiration date 31-dec-2016). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. Three further ae case reports have been received to date in relation to batch no. C06470, of which one case refers also to a similar type of adverse events. No unusual pattern could be identified. The batch documentation of the reported valid batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert) and hcp may have created a false passage. The event, interpreted a uterine perforation post procedure, is serious due medical importance and listed in the reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. In this case, the device was inserted well into right tube. When the physician attempted to insert the micro-insert into the left tube, he did not succeed and had to open another kit of devices. Even then, he did not achieve the placement into that side, since a false passage was created and had to convert the procedure to bilateral tubal ligation. Although the patient had bicornuate uterus, which could have contributed to the perforation, the event occurred during the essure insertion procedure, so causality is assessed as related to essure use and since an intervention (tubal ligation) was performed, the case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information (perforation questionnaire) has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 10-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert) and hcp may have created a false passage. The event, interpreted a uterine perforation post procedure, is serious due medical importance and listed in the reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. In this case, the device was inserted well into right tube. When the physician attempted to insert the micro-insert into the left tube, he did not succeed and had to open another kit of devices. Even then, he did not achieve the placement into that side, since a false passage was created and had to convert the procedure to bilateral tubal ligation. Although the patient had bicornuate uterus, which could have contributed to the perforation, the event occurred during the essure insertion procedure, so causality is assessed as related to essure use and since an intervention (tubal ligation) was performed, the case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information could be obtained.